Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that the sensor was going off with the meter bg all night and it would not take any calibration. The customer stated that the she charged the transmitter and everything started working as designed. There was no trouble shooting of the insulin pump. The customer could reach their health care provider to ask how much insulin they should take to lower their blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.